Manufacturer narrative:
H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿(labeling)¿adverse events: "complications associated with the proper implantation of the align® to urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence. 2993, 2348, 1994, 2371 = "nl" per direction by FDA in an email dated june 26, 2019, this emdr is being filed to submit new information obtained prior to a letter received on may 15, 2019, regarding the revocation of the asr for exemption e2013025. It was agreed upon with the FDA that the date of awareness would be the date of the email received, which is june 26, 2019. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability, impairment, abdominal pain, hematochezia, vaginal bleeding, nocturia, folliculitis (left inner groin), second degree cystocele, first degree rectocele, recurrent stress urinary incontinence, urgency, frequency, urge incontinence, overactive bladder, vaginal pain, bladder spasms, pain with intercourse, mixed incontinence, lower abdominal cramping, tenderness in the suprapubic region, urethral atrophy, banding on the left lateral sulcus, tender levator ani and pelvic floor muscles, pelvic organ prolapse, hyperangulation of the urethra, detrusor overactivity, labial cyst, abdominal bloating, lax perineal body and nonsurgical interventions. Reason for report: revocation of asr. Report ID number: (B)(4). Corresponding exemption number: e2013025.